Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 220 v power socket was evaluated and identified as the potential root cause. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.